Event description:
Info received via complaint form is reported as follows: "the aquacel ag have hair in the dressing".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted.